Manufacturer narrative:
Visual and functional inspections were performed on the returned device which noted a stretched inner and outer member proximal to the balloon proximal seal. The reported inflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported inflation issue appears to be related to operational context. The noted stretched inner and outer member proximal to the balloon proximal seal and the midlap seal appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending coronary artery. A 2.5x15mm nc trek balloon dilatation catheter (bdc) was advanced without resistance. The balloon failed to inflate to nominal diameter twice under nominal pressure of 12 atmospheres, but it was holding pressure. The bdc was removed without resistance, and a new same sized bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis noted that the shaft of the bdc was stretched. No additional information was provided.